Event description:
This is a spontaneous report by a nurse from (B)(6) of peritonitis in a male patient concomitant with dianeal unknown therapy intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the patient began peritoneal dialysis. On (B)(6) 2010, a nurse called baxter technical service center and asked the operating procedure of baxter's device. The reporter stated that a male patient was hospitalized on that day and diagnosed with peritonitis. Additional information was received on (B)(4) 2010. The (B)(6) patient began peritoneal dialysis with dianeal-n pd-4 2.5 10l and extraneal 2l therapy intraperitoneally on (B)(6) 2008. On (B)(6) 2010, the patient was hospitalized with peritonitis manifested by peritoneal cloudy effluent and abdominal pain. The peritoneal effluent was examined on the same day. Gram stain and bacterial culture revealed klebsiella. The patient was treated with ceftazidime hydrate, vancomycin hydrochloride intravenously and cefazolin sodium hydrate intraperitoneally from (B)(6)2010. On (B)(6) 2010, the medication was changed to meropenem hydrate intravenously. The facility stated the peritonitis had bacterial etiology and it was not associated with the dialysates. Medical history included diabetic nephropathy. The patient had not experienced other peritonitis for four weeks prior to this report.

Manufacturer narrative:
(B)(4). The sample was discarded therefore no evaluation was performed. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The initial emdr for the event of peritonitis was submitted in error under manufacturer number: 1423500-2010-00562.